Manufacturer narrative:
Records indicate this lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported this implantable defibrillation lead exhibited a high out of range shock impedance measurement. Review of lead measurements found the average shock impedance measurement was 106 ohms. Increasing the alert threshold was discussed. No adverse patient effects were reported.